Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer stated that she has been in and out of the hospital. Blood glucose level was 438 mg/dl at the time of the call. No further information was provided.